Event description:
Possible knee fault, pt notes stumble recovery not functioning. Leg has collapsed under him. Report of a fall and the user has been injured whereby they have fractured their femur I have a osseointegrated patient who has fallen while using his c-leg and fractured his femur. This has been surgically repaired and he will be up and walking again sometime in august. He has sent through a few emails noting the c-leg has been unsupportive during yielding and on the day of the incident he was descending some stairs out in his garden when it gave way. I am arranging for the knee to be collected and sent off to bock for assessment. I just need to make sure I am following the correct pathway as the patient is obviously and understandably upset and is wanting a replacement knee as he has totally lost confidence in his unit. What is the malfunction? Possibly fault with stance release, what circumstances caused the malfunction to occur? Pt was descending stairs when he feels knee gave way. How frequently does the malfunction occur? Pt notes has happed 2-3times with the last time being catastrophic when did the malfunction first occur? Unknown, possibly as early as december 2022, pt was generally using 2 crutches, has progressed to one. Were there any warning signs observed - such as beeping, vibrating, visual damage, noise, etc.? None. Pt was descending stairs outdoors in his garden. He notes the knee collapsed under him resulting in impact to the stump and femur. Pt was admitted to hospital and underwent surgical repair of femur (internal fixation of neck of femur) date event occurred: 11 march 2023. Orthopaedic technician: the first I heard of any issues with the knee was when he reported the fall and subsequent surgery. During the conversation he mentioned the knee felt unsupportive on a few occasions following the service in august.

Event description:
Possible knee fault, pt notes stumble recovery not functioning. Leg has collapsed under him. Report of a fall and the user has been injured whereby they have fractured their femur. I have a osseointegrated patient who has fallen while using his c-leg and fractured his femur. This has been surgically repaired and he will be up and walking again sometime in august. He has sent through a few emails noting the c-leg has been unsupportive during yielding and on the day of the incident he was descending some stairs out in his garden when it gave way. I am arranging for the knee to be collected and sent off to bock for assessment. I just need to make sure I am following the correct pathway as the patient is obviously and understandably upset and is wanting a replacement knee as he has totally lost confidence in his unit.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.